Event description:
Aline transducer ringing occlusion occurred on an alaris pump. Aline has good waveform, blood draw and flush, pump brain and module changed. Tubing changed from pump to transducer without improvement. Then transducer setup changed - aline now working appropriately.